Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the broncho videoscope has an error e315, no image displayed. The issue occurred during maintenance. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updates fields: b5, d8, g3, h2, h3, h4, h6 and h11. The device was returned to olympus for inspection and the customer reported failure (error e315, no image displayed) was confirmed. It is presumed to have been caused by a malfunction in the scope connector due to stress during device use. In addition, the following reportable malfunctions were identified during the device evaluation: residual fluid and foreign material come out of the forceps channel. The investigation could not identify the foreign material. Therefore, the root cause of the foreign material remained in the device could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.